Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a physician via a company representative regarding a patient who was receiving lioresal with concentration 2,000 mcg/ml at a dose rate of 302 mcg/day via an implantable pump for multiple sclerosis and intractable spasticity. It was reported that there was a tear in the catheter which was located on the back side near the spine. The catheter tear was first noticed when an incision was made in the back to locate the catheter. The physician noted cerebrospinal fluid (csf) flow coming from the tear in the catheter. Therapy for the patient was questionable. A catheter revision was performed. During surgery they were unable to get (csf) through the catheter access port (cap). When they took the existing pump out they could not get any csf through the cap or from aspirating the catheter directly. They were unable to pull back any drug or csf by aspirating the catheter with a syringe. The physician cut the catheter near the sight of the tear and ran a new pump segment and connected it to the existing catheter in the spine where they were getting csf. Csf was confirmed in the new pump segment of catheter after connecting to the existing spinal segment. The pump, which was implanted in 2009, was also noted as being due for replacement. The pump was replaced and drug was also put in the new pump. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. It was unknown as to what led to the event. The date of the event, lioresal lot number, other medications (oral, etc.) The patient was taking at the time of the event, and medical history was unable to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.